Manufacturer narrative:
Review of a single still angio image during implant revealed that an endurant iis stent graft system was implanted in the patient. The bifurcate was positioned just below the renals; the proximal stent graft od measured - 18mm (per the calibrated marker) and the bifurcate aortic body and limbs were not noticeably angulated in this 2-d image. The ipsi limb was on the right side with the contra gate opening on the left side. An endurant ipsi limb extension was implanted proximally from - 1cm below the flow divider extending distally into the right iliac artery. The contra limb was implanted proximally just above the level of the flow divider, and was implanted distally into the left iliac. Contrast injection from just above the suprarenal stents showed an area of contrast extending 5mm outside the right/ipsi side of the bifurcate, along a 1cm length beginning at the level of the bifurcate flow divider. The type of endoleak could not be determined. Both limbs were patent and no other issues were seen. A second image showed that the both limbs appeared to have been relined. The ipsi limb was relined from - 2cm above the flow divider proximally extending into the distal ipsi limb, and the contra limb was also relined from the same proximal level above the flow divider extending into the distal contra limb. Contrast injection with the injector pulled into the aortic body did not reveal any endoleak. The contra limb was necked down to - 5mm flow lumen diameter just below the flow divider, and both limbs appeared to be patent. No other stent graft issues were observed. The cause and type of the endoleak seen at implant could not be determined from these limited still angio images provided. Additional images during the implant were not available for review. This appears most likely to have been either a type IV or a type iii fabric endoleak coming from the bifurcate, which resolved after relining both limbs across the flow divider.

Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type iii fabric endoleak was observed coming from the flow divider of the bifurcated stent graft. The physician decided to reline the stent graft, resolving the fabric endoleak. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.